Event description:
The customer reported the endoeye flex deflectable videoscope display a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, deterioration or breakage of the adhesive and deformation or breakage due to physical stress were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to defect of image sensor unit or failure of internal board of the video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.